Event description:
The customer initially reported that their device was displaying its charge-pak and attention icons. After an evaluation of the device, it was observed that the device did not have sufficient power to remain powered on for delivery of defibrillation energy.there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a failure of an internal hlc battery, desigator bt2 from the analog pcb assembly. The lower cell of bt2 would no longer retain a charge, which depleted the upper cell. The customer received a replacement device.